Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2016 to report that on (B)(6) 2016, the g5 transmitter would not pair with the g5 application. Patient was advised to use the smart device's bluetooth settings to forget the old transmitter; relinquished receiver, re-pair transmitter and wait for connection. Patient's father later re-contacted dexcom to report that the transmitter did not pair. Patient's father was advised to try using another sensor with the same transmitter. The complaint device was not returned for evaluation. However, the data log was provided by the patient. The data was reviewed on (B)(6) 2016 and could not confirm the report of transmitter not pairing with the g5 application. No additional patient or event information is available.